Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported cartridge compartment becomes wet approximately 3 hours following cartridge change. Pt believes the insulin delivery of the infusion device is inaccurate. Blood glucose elevated to 190 mg/dl, and pt corrected high blood glucose by delivering insulin through infusion device. Infusion set is changed every 2 days. Target blood glucose is 110-130 mg/dl. Infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.